Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heart start mrx device indicating that the device does not pass self-test. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heart start mrx device and all associated service/support was discontinued on 03-feb-2022. The rse attempted to order heart start 50-ohm test load to perform functional test and suspected part heart start hands-free cable for the customer to resolve the issue. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and the device remains at the customer site. The rse attempted to order heart start 50-ohm test load to perform functional test and suspected part heart start hands-free cable for the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened h3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defibrillator failed testing. There was no reported patient involvement.